Event description:
It was reported that the patient experienced a sudden increase of voltage and was not able to reduce the stimulation or turn off the implantable neurostimulator (ins) with the patient programmer. The patient was reprogrammed. It was unknown if there were patient symptoms or complications associated with the event. The patient status was reported to be alive with no injury. The patient was implanted for cluster headaches. Additional information indicated the patient was reprogrammed and now had two different programs. Both programs had upper limits to the stimulation. The patient was getting therapy at the time of report.

Manufacturer narrative:
The implantable neurostimulator serial number was updated based on further review.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).